Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy when deep in the anatomy. The surgeon deemed being inaccurate superficially, however, after entering anatomy noted a 1 centimeter inaccuracy. With knowledge of the inaccuracy, the surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The root cause of the issue could not be determined with the information available (all patient exams were deleted from the system by the site and therefore unavailable for analysis).

Manufacturer narrative:
Patient weight not made available from the site.no parts have been received by manufacturer for analysis.